Event description:
It was reported that during angioplasty of the sfa lesion, the pta balloon could not be deflated. Rotation to the delivery system was applied, while a negative pressure was used on the pta balloon without success. A fluoroscopy guided needle gained access through the skin to puncture the pta balloon successfully. The pta balloon was removed without incident. No reported pt injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for eval to date. The investigation is currently underway.